Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating a motor stall, and the user confirmed multiple restarts without resolution; blood glucose was reportedly unaffected, and the device was deemed nonfunctional with water resistance no longer assured. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other adverse clinical effects. Outcomes included a device replacement and user counseling to maintain backup therapy, sync data to the mobile app before shutdown, and return the original device. Investigation included remote troubleshooting, review of device status, and logistical assessment for retrieval of the original unit for analysis. Investigation of this device revealed a suspected pump motor stall consistent with a device malfunction affecting the pump mechanism; no user harm was identified. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the pump motor. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.